Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 420 mg/dl and current blood glucose was also same. Customer treated high blood glucose with manual injections. Based on customer report customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Adv to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. Customer declined all the possible ways of troubleshooting, and requested that, he will be more comfortable with replacement. The device will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error noted during testing or in the device trace download. Device received with cracked retainer, minor scratched display window and scratched case.